Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted .

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 3+ of diffuse lamellar keratitis (dlk) on the right eye (od) at 1 day post-operative exam.. The patient commented that the right eye feels a little irritated. There was no loss of best corrected visual acuity (bcva) reported. Oral steroids (medrol dosepak) were prescribed and topical steroid dosage was increased to resolve symptoms. In addition, a flap and rinse was performed. Bcva from (B)(6) 2017: right eye pre-op 20/15 -1.00 x -1.00 x 133, left eye pre-op 20/15 -1.00 x -1.25 x 45. On (B)(6) 2017 : uncorrected visual acuity (ucva) 20/20.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.